Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation that a spybite biopsy forceps was to be used during a procedure. According to the complainant, during preparation, a bend was identified in the jaws, which made opening and closing the jaws impossible. The procedure was successfully completed with another spybite biopsy forceps.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).